Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: a review of the black box did not show any evidence of power interruptions on any battery alarms or warnings. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The pump powered on normally and successfully completed a rewind load and prime sequence. The pump was exercised for 24 hours with no power interruptions occurring. No errors, alarms, or warnings occurred during testing. A ¿low battery¿ warning and a ¿replace battery¿ alarm were simulated during testing and the pump emitted that appropriate audio-visual alerts at the correct battery voltage thresholds. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation; no defects were found.